Event description:
It was reported to philips that the device would intermittently display a red x when connecting a battery. The issue persists even with different batteries. There was no reported patient or user involvement and no adverse patient/user impact.